Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. On (B)(6) 2011, the operation of the plate insertion was performed. On (B)(6) 2012, after the surgeon confirmed the bone healing, he removed the screws. At that time, he found that the screws were broken. It is unclear since when. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing facility could not find the part/lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.